Event description:
The customer contacted clinical infusion data consultant requesting infusion data to investigate an over infusion. Per the report, the infusion rate was changed from 100 ml/hr to 500 ml/hr. At 00:35 on 10/28, and also changed to the secondary infusion rate. Customer would like a more in depth investigation to determine the cause of the event.

Manufacturer narrative:
Correction on initial report: additional information provided: the customer¿s report of an alleged issue of a free flow occurring with the returned infusion system was not confirmed. Physical inspection of the device noted no damage or any anomalies. Review of the log shows a prior manually programmed basic primary infusion was restored and started at 12:32am on (B)(6) 2018. The rate was at 100ml/h with a remaining vtbi recorded at 585.041ml. A manually programmed basic secondary infusion was started at 12:35am with the rate at 500ml/h and the vtbi at 990ml. The secondary infusion duration is ~1 hour and 58 minutes. The secondary infusion completed as programmed at 2:43am with only having minor interruptions from a couple of ail alarms when the infusion was started and seven recorded instances of patient side occlusion alarms. The primary infusion ran after the completed secondary infusion at 2:43am until it was manually stopped at 2:49am. The total volume recorded infused for the secondary infusion was calculated to be 990.172ml. The total volume recorded infused for the primary infusion within the noted time analyzed was 14.68ml. Leak testing, back check valve functionality testing and rate accuracy testing was performed on the infusion system with no malfunctions found. The root cause for the customer¿s alleged issue of a free flow could not be identified. The root cause for there being a rate change from 100ml/h to 500ml/h is being attributed to programming of a secondary infusion.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer contacted clinical infusion data consultant requesting support for pulling some infusion data on pcu for the dates 10/27 and 10/28. ¿ the all infusion data reported; " the infusion rate was changed from 100 ml/hr to 500 ml/hr. At 00:35 on 10/28 and also changed to the secondary infusion rate."